Event description:
The customer reported an occlusion alarm immediately after the est test and reported the inspiratory pressure transducer was drifting out of range.

Manufacturer narrative:
(B)(4). A carefusion field service engineer was dispatched to the customer site. The engineer found the inspiratory pressure transducer zero had drifted. The engineer recalibrated the transducer and the avea met all specifications.